Event description:
Pt reported that back to back tests performed on their surestep meter were 142, 94 and 109 mg/dl (42% difference). No symptoms were reported. The pt's test strips and control solution were expired and was advised by lfs representative to discard them. Unable to reach pt on follow-up. Letter sent to pt requesting them to contact lifescan. There was no allegation of harm.